Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e104 error and a broken light guide bundle. This event could be caused by components failure of the unit spanning from the distal end to the main body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited an e104 error and a broken light guide bundle. There was no patient involvement.